Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the iesu was placed on an in-house system and was run in normal mode. Error c-34 was reproduced during testing and monopolar port 3 and 4 were not working. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system was not able to coagulate or cut with monopolar energy. The system had an error c-34 while applying the energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if there is a source of magnetic interference close by. The tse checked the system logs and confirmed errors c-34, m-11, c-53 and m-18. The tse asked the customer to power cycle the integrated electrosurgical unit (iesu/erbe) and replace cautery cable. The customer continued the procedure with another external generator (forcetriad). The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.